Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a temporary system due to infection with septic shock. The ICD (implantable cardioverter defibrillator) was tagadermed externally along with a right ventricular lead. On (B)(6) 2018, the system was noted with highly echogenic mass/vegetation on the lead as well as in the superior vena cava. There was a possible intracardiac thrombus. On (B)(6) 2017, the patient had an episode of septic shock; however, due to patient¿s condition, the patient was transferred to hospice.